Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report an out of range alarm patient experienced on (B)(6) 2014. Distributor did not provide any specific information related to patient's out of range event. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).